Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the ventricular tachycardia could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump operated as intended at the set speed for the duration of the log file. The log files appeared to capture the pump operating as intended. The patient reportedly experienced an automatic implantable cardioverter-defibrillator (aicd) shock due to ventricular tachycardia. The patient was treated with and antiarrhythmic medication and was discharged on (B)(6) 2021. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. Review of the device history records showed no deviations from manufacturing and quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report: 2916596-2021-04139. It was reported that the patient had disconnected from their batteries to plug into the mobile power unit (mpu). The patient stated that when they plugged into the mpu, it "surged" and shocked them. The site was unsure if it was the mpu or the patient's automatic implantable cardioverter-defibrillator (aicd) device that had delivered the shock. Review of the patient's log files showed that a no external power event had occurred that morning at 12:19 am. This appeared to have been caused by the patient simultaneously disconnecting power from both controller leads. In addition, the data showed multiple pi events. No other unusual events were seen in the patient's log files, and the mechanical circulatory support (mcs) equipment appeared to be operating as intended. Interrogation of the patient's aicd device showed that they had been shocked one time in response to ventricular tachycardia (vt). The vt was not present prior to left ventricular assist device (lvad) implant. The patient was given an amiodarone bolus and was started on a continuous infusion. The patient was discharged home on (B) (6) 2021 on amiodarone and with an appointment to follow up with electrophysiology.